Event description:
Dealer stated the end user was using the device when the front right leg snapped on the walker causing the end user to fall. Dealer stated that the end user's wife found him tangled up in the walker with a gash in his side from an unknown source causing injury. Dealer stated the end user contacted the emt and was transferred to the hospital for care. Dealer stated that he gave instructions to the wife on how to use the product. Dealer stated the end user's wife also adjusted the height on the walker prior to end user use.